Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a longitudinal fissure approximately 0.5 cm in length on the blue air vent. Functional and pressure testing was performed and the device leaked from the blue air vent. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the spike air vent. This occurred during priming. There was no patient involvement. No additional information is available.